Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer blood glucose was 439 mg/dl. Customer was using insulin pump within 48 hours at the time of event. Customer was using auto mode feature at the time of event. Customer stated that there was difference between sensor glucose and blood glucose. No further complication were reported. Customer performed troubleshooting and the customer will continue to use insulin pump.